Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300-500 mg/dl. Elevated blood glucose was addressed via manual insulin injection. Customer went to the emergency room and was subsequently hospitalized for diabetic ketoacidosis. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer and continue troubleshooting, but no response was received.